Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). A potential root cause for this failure mode could be insufficient latex strength, low/non-uniform rubberize thickness, wire pressing technique, stripping technique etc. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the (latex foleys) product ifus were found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that the foley catheter was leaking saline out of the hub that inflates the bladder balloon. When evaluating, the foley balloon was empty on assessment.